Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain and failed back syndrome - other. It was reported that the patient was admitted due to altered mental status. The hcp wanted a rep to be paged to interrogate the pump. No further complications were reported.